Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported conditions. The reported symptoms were not reproduced during functional testing. A review of the event history log revealed that the customer experienced multiple "downstream occlusion!" Alarms. The log cannot be used to determine if the alarms are true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was tested for upstream occlusion detection on the flow line and the device was found to function as intended. No correction is required. . The device was tested for downstream occlusion detection and was found to function as intended. The reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not occlude, further clarification revealed the device was not alarming upstream occlusions and failed the downstream occlusion test. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.